Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant session, the physician noted a significant decrease in sensing measured by the programmer in comparison to other manufacturer devices. The programmer remains in use. No patient complications have been reported as a result of this event.